Event description:
It was reported that the patient had multiple dosage and medication changes, but had no relief of their symptoms and noted the pain was worse than before. The patient was experiencing pain ¿so bad that he was bent over¿, could not walk far, and had pain on his upper right side. The patient had requested kidney testing and pain blocks and the pain had not subsided. The pump system was being used to deliver fentanyl, hydromorphone, and baclofen. It was later reported that the patient was getting withdrawal. It was later reported that the patient again noted they were walking bent over and had to lean on something or sit down. The patient had gotten worse since implant, thus the physician was slowly titrating the pump up. The patient had four operations prior to getting the pump, which per the reporter, made placing the catheter very difficult. It was noted the patient may get the pump taken out as he felt he needed more medication, and that he did not know if his physician was ¿doing it right". The patient¿s trial worked "fantastic" per the reporter and the patient was ¿tired of being in pain¿ and stated he "has not felt any medication" from the pump and had not heard any alarms from the pump. The patient thought he may have had a dye study "earlier this year"; though the patient was not sure. It was later reported that the patient was still having concerns with their device or therapy, but they were working with their physician. It was later reported that the patient¿s spine was like the ¿pacific highway¿, thus the surgeon ¿had a hard time getting a tube in there¿, and the patient did not know if the pump was ¿working right.¿ it was later reported that an alarm was heard ¿a few days ago¿ and telemetry had not yet been performed. It was noted that saline had been put in the pump approximately (B)(6) 2013, after weaning the patient off their other medications because ¿it wasn't working¿. It was noted that the patient had been in the hospital on 3 occasions. It was also noted the patient had been getting procedures done on their back; having had ¿nerves burned¿. The reporter noted the procedure was ¿a couple months ago¿. They noted after the last 6 nerves were burned, the patient¿s back was ¿worse than it ever was¿. It was again noted the patient could not stand up straight, it hurt constantly, and then the patient had restless legs ¿so bad that I haven't slept in 5 nights¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n287373, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was receiving morphine and another intrathecal medication that was thought to begin with a "b" via an implantable pump for non-malignant pain and failed back surgery syndrome. There was a change in therapy effect. The patient has never experienced pain relief from the drug infusion system. At visits, the patient sees a nurse or another healthcare provider, but not the doctor.